Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019, a loss of connection occurred. No additional event or patient information is available. Data was provided for investigation. Confirmation of the complaint was confirmed via data. The root cause was the transmitter and app were unable to establish a connection. Labeling indicates that the dexcom cgm application is only compatible for select devices and operating systems.